Event description:
A hemodialysis pt reported to fmcc tech that at the end of the treatment, he found blood clogging in tubing between dialyzer and venous chamber. Venous pressure was 30 mmhg, but the machine did not alarm. Arterial pump kept running but could not push the blood through line, and a lot of bubbles in blood line was seen (in tubing before the dialyzer). Blood line was found sliding into the housing on arterial blood pump. He tried to return blood, but lost about 100 cc. Tech found the tubing retaining clamp on arterial pump module was loose and so replaced the clamp as well as rotor. Performed all tests, results are within manufacturer's specification. Machine was heat disinfected. Pt had no adverse effects and did not require any medical intervention.

Manufacturer narrative:
A plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.